Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), an r-wave amplitude measurement issue and the right ventricular lead integrity alert triggered. It was noted beginning 22-aug-2015, 36 ventricular sic were observed, along with ventricular tachycardia (vt) non-sustained (ns) episodes with evidence of lead noise oversensing. The rv lead integrity warning occurred on 22-aug-2015 for 2 or more vt-ns episodes and sic >= 30 in 3 days. The analyst commented the r-wave amplitude measured 2.5 millivolts on 22-aug-2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alert triggered due to fast short interval counts (sic) and non-sustained ventricular tachycardia (vt). In addition, low r-wave values and increased r-wave impedance were observed and it was suspected the values were a result of the patient's heart condition was worsening. The rv lead remains in use. No patient complications have been reported as a result of this event.